Manufacturer narrative:
Medivators received FDA 3500a medwatch form report # (B)(4)stating that an arc endocuff detached from a colonoscope during a procedure. The report stated that the endocuff slid off the scope tip during scope withdrawal. The endocuff was removed from the patient using a roth retrieval net. The report stated that there was no harm to the patient. Patient condition unknown at this time. This complaint will continue to be monitored through the medivators complaint handling system.

Event description:
Medivators received FDA 3500a medwatch form report # (B)(4) stating that an arc endocuff detached from a colonoscope during a procedure. The endocuff was removed from the patient without harm.

Event description:
Medivators received FDA 3500a medwatch form report # (B)(4) stating that an arc endocuff detached from a colonoscope during a procedure. The report stated that the endocuff slid off the scope tip during scope withdrawal. The endocuff was removed from the patient using a roth retrieval net. The report stated there was no harm to the patient. Patient condition unknown at the time. This complaint will continue to be monitored through the medivators complaint handling system.